Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional nc trek rx device referenced is being filed under a separate medwatch report number. Exemption number e2019001-- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded.

Event description:
It was reported that an attempt to advance a 3.0x15mm nc trek balloon dilatation catheter (bdc) was made; however, it became stuck and would not advance. An attempt to advance a 2.5x12mm nc trek bdc was made, but the bdc separated into three pieces in the guider before reaching the anatomy. The guider and separated bdc had to be removed as a unit. The procedure was successfully completed with a new 3.0x15mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the procedure was performed to treat a lesion in the left anterior descending artery. The 2.5x12mm nc trek shaft separated in the guiding catheter. No additional information was provided.